Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was back in the hospital and not doing well. It was reported that the pump was not positioned right and the patient could not bend so the patient would likely have to have another surgery to reposition the pump. Of note, the pump has never been filled with medication but they believe it was going to be bupivacaine and "snail venom". The patient was redirected to their healthcare provider for further assistance. Additional information received from a consumer (con) and healthcare provider (hcp) reported that the patient was still insisting that the pump was not working as it was supposed to.